Event description:
It was reported that during a gastrectomy procedure, the device was not working properly and the generator made an error tone. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent; 9/26/2008. Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad missing. Due to the condition of the device, an error code may have occur, having metal to metal contact (blade - clamp arm). As the tissue pas was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.